Event description:
Baxter received a complaint from a facility involving the automix 3+3 compounder. According to the facility, the sf challenge key would not respond. Unit is being swapped. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue of an automix 3+3/as compounder for which the customer reported sf challenge key would not respond until accusource box was cleaned was not confirmed or reproduced during service by baxter personnel. The root cause was undetermined, therefore no repairs were made to correct the reported condition. A service history review revealed that device has been serviced two times prior to this event. The device has not been previously sent into service for the reported condition of "keypad failure."

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008.